Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 8d06-39 that has a similar product distributed in the us, list number 8d06-31.

Event description:
The customer reported (B)(6) architect syphilis results on one patient. The results provided were: architect = (B)(6) (<1.00s/co = nonreactive) / roche, elisa, and tppa results are (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined no increase in complaint activity for lots 86151li00 and 89366li00, and no trends were identified. The returned sample was tested with lot 89366li00, as the complaint lot 86151li00 was not available, and non-reactive results of 0.91 s/co and 0.95 s/co were obtained. Sensitivity testing was performed on the returned sample with a retained kit of lot 89366li00 with mikrogen recomline treponema igm/igg. The mikrogen recomline treponema igg showed a borderline, and mikrogen recomline treponema igm showed a negative result for the sample. Retained reagent kits of lot number 86151li00 and 89366li00 were previously tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not show that the performance of the lots are negatively impacted. No false non-reactive results were obtained. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect syphilis, lots 86151li00 and 89366li00.